Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed (through the history log) but did not reproduce the reported "upstream error during run." Eval found the upper reading on the ultrasonic sensor with a fluid filled tube to be below specification. With low ultrasonic readings it makes the pump more sensitive to upstream occlusion alarms, which is most likely what the reported symptom is referring to. This was caused by a failing upstream sensor. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump had upstream errors while running. It was also reported that there was no pt involvement.